Manufacturer narrative:
A philip remote service engineer (rse) interviewed the customer. The customer stated that the central station was not alarming. The rse walked the customer through system configuration and recommended the customer to disable "acer" audio output as this is the display. The rse also instructed the customer to test audio out of the speakers, which showed there was no sound. The rse had the customer check "levels", the audio volume was set to 13, they then changed it to 00, the unit still had no sound with the new test. The rse had the customer check the local surveillance that of which the audio level was set to "2" with yellow and red alarms set to 0. The customer responded they were unable to change the levels. Finally, the rse instructed the customer to change the speaker cable over to the second output on the pic, still there was no change in sound. The rse provided the customer with email instructions to try and respond with result to discuss the next steps. A good faith effort (gfe) response from the rse clarified the system was alarming and that the customer was able to see that in the logs. The rse was unable to provide central station logs as the system was not reachable in philips remote services (prs). The rse confirmed the root cause of the issue was the speaker kit. The customer replaced/repaired the speaker kit, and the unit returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker kit. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported that the central station is no longer alarming. The device was in use on a patient at the time of the event, there was no adverse event reported.